Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 19sep2018. The customer troubleshot the issue with the assistance of philip's technical support. The customer replaced the battery and the ventilator was returned to use.

Event description:
It was reported that the ventilator battery had zero volts. There was no patient harm reported. The event date was not specified; estimate used.